Event description:
Vague report of a 533:320:717:0000 failure code occurring during clinical use. This failure code will result in an alarm and stop the channels in use. No patient injury was reported.